Event description:
The customer reported that her insulin pump had a constant tone even after the battery was changed. Troubleshooting was performed. The customer stated that the insulin pump was rested for two hours, and the screen was frozen on the start up with all icons showing on display. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.